Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had only removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient had undergone surgical intervention because the doctor had to repair pectoralis muscles. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient complained that her chest muscles are much weaker than before. She was unable to perform push ups. The patient experienced fibromyalgia, fatigue, and breast pain. The patient experienced bilateral mastodynia. The patient experienced autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/9/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The diagnosis was confirmed to be left capsular contracture baker grade IV. Implants have been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 450cc and experienced capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone bilateral removal on (B)(6) 2019. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number (B)(4).